Event description:
It was reported that the patient was having good relief, but she occasionally would experience a "pin pricking" sensation at the "site." It was additionally reported that when stimulation was turned on, the patient felt an intermittent "zinging" sensation at the device site when she would sit for prolonged periods of time. It was unknown how long this issue had been occurring and whether standing resolved the issue. The patient was working with the manufacturer representative and physician with respect to the "zinging" sensation. The patient also had a problem with feeling stimulation down her leg, but this was resolved with different programming. It was noted the patient was getting good therapy control. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v963076, implanted: (B)(6) 2012, product type: lead; product ID: 3037, lot#, serial# (B)(4), product type: programmer. (B)(4).